Event description:
It was reported that the procedure was performed to treat the left anterior descending (lad) and the left circumflex (lcx) coronary arteries. The first inflation using the 20/30 inflation device (lot # 60559371) worked successfully in the lad. Then, they went to treat the lcx using the kissing balloon technique and a new indeflator (lot # 60559376) but the dial became stuck at 0 atmospheres (atm) and would not increase. The indeflator was replaced with a new indeflator with the same lot number and the same issue occurred but this time, the physician kept turning the handle until the indeflator reached 12 atms. The procedure was completed with no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Event description:
It was reported that the procedure was performed to treat the left anterior descending (lad) and the left circumflex (lcx) coronary arteries. The first inflation using the 20/30 inflation device (lot # 60559371) worked successfully in the lad. Then, they went to treat the lcx using the kissing balloon technique and a new indeflator (lot # 60559376) but the dial became stuck at 0 atmospheres (atm) and would not increase. The indeflator was replaced with a new indeflator with the same lot number and the same issue occurred but this time, the physician kept turning the handle until the indeflator reached 12 atms. The procedure was completed with no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.